Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the white wire at the connector was damaged the root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.